Event description:
Event was reported to caldera medical by an attorney. Patient suffered mental and physical pain and suffering, permanent injury, further corrective surgery, financial or economic loss, impaired physical relations, erosion, urinary infection, pain, swelling, tenderness, dyspareunia and discharge. No further information has been provided.